Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was difficult to press. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Customer required third party assistance by their partner to turn on their pump and resume insulin therapy.